Manufacturer narrative:
Model number/catalog number 720185-01, batch/lot number 707576001, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to it being worn out from use. A replacement surgery was performed. The patient did not experience any additional adverse events, and no further intervention is required. No more information available at the moment. Should additional information become available, it will be provided.